Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however no specific values were provided. Customer administered manual injections to treat their bg levels; however, the customer was later hospitalized. While in the hospital, customer was treated with an intravenous drip and saline. Customer was released from the hospital on (B)(6) 2016, but continued to experienced elevated bg levels. System check with tandem technical support on 09/05/2016 indicated pump was performing as intended. Customer indicated that they will contact their health care provider to discuss diabetes management.